Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ syringe sterile had an illegible labels on three separate items. The user reported the following defects: "(2) printing defect ×3".

Event description:
It was reported that the bd luer-lok¿ syringe sterile had an illegible labels on three separate items. The user reported the following defects: "(2) printing defect ×3".

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 18-may-2022. H.6. Investigation: ten loose samples and four photos of 5ml luer-lock syringes (p/n 309646) were received and evaluated. Four of the syringes had black ink spots on the barrel. One syringe had damage to the flange and a scuff mark across the printed area of the barrel removing the print on minor and major grad lines. Two syringes had missing print and one had smeared print on the grad lines. One syringe had a brownish spot on the barrel and one syringe the plunger had three black spots which is identified as embedded foreign matter. The conditions observed are non-conforming per product specification. Potential root cause for the ink spots on barrel, missing print & smeared print defects is associated with the marking process, embedded foreign matter defects is associated with the molding process and flange damage defect is associated with the assembly process. DHR could not be performed due to unknown lot#.